Event description:
I was asked by one of our nicu rns if there was an issue with our prefilled saline flushes delivering an inaccurate volume because the 3ml flushes read on the pump as a 10ml syringe because of the diameter. I couldn't find any direct information on this issue, so I decided to do my own test. I ran 12 tests on 2 different pumps of 0.65 mls over 1 minute and got some concerning results. It turns out there isn't a volume discrepancy between the 3ml flush and the 10ml flush syringes but there is a big difference in what is being delivered vs. What is being programmed regardless of size for the flush syringes. In my trials I used 0.65ml every time and alternated between using the intermittent med setting and the flush setting (that pops up at the end of your programmed medication administration). Most of my results were off by 0.2-0.3mls (regardless of syringe size), which for our patient population is huge because if our staff is using a 0.5 or 0.6ml flush and they don't get 0.2 to 0.3 mls, we won't clear our tubing and will be leaving partial doses of medication unadministered. I think this is mostly related to engaging the motor of the pump. I noticed that if I used the prime button when setting up the medication and primed it to 0.2 mls that was enough to engage the pump and the volume was pretty close (off by .01 or 0.02ml), but if I didn't prime it or did a 0.1ml prime it was off by significantly more (0.2-0.3ml). This is problematic as a solution because when using the built-in flush option, as we do every time we give an intermittent medication, you cannot use the prime function ¿ not only does it not give you the option, but the button doesn't work ¿ I tried. The two pumps that I used are currently sitting in the education office.